Manufacturer narrative:
The device associated with this report was not returned. A complaint database search on the provided product code family identified similar complaints. Previous investigations contributed the root cause of this event to product design. CAPA (B)(4) was closed identifying root cause and corrective action. The CAPA identified the root cause to be inadequate design. As taken by the CAPA (B)(4) was implemented on december 11, 2015 to change the material from 455 stainless to 465 stainless resulting in a more resilient device and one in which the failure mode changed from fracture (of the teeth) to deformation. The investigation could not draw any conclusions about the current reported breakage without the device to examine. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
One of the teeth on the locking screwdriver broke off while tightening a locking screw.